Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that a customer was unable to test due to the adc freestyle libre 2 reader failing to power on. The customer was unable to monitor glucose and required unspecified hcp treatment for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare professional reported that a customer was unable to test due to the adc freestyle libre 2 reader failing to power on. The customer was unable to monitor glucose and required unspecified hcp treatment for diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the returned reader and no issues were observed. The reader turns on with button press. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.